Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device showed error "low o2 supply fault 2020" message. Complainant indicated that the clinician manually ventilated the patient to to continue treatment. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device problem code). Evaluation results: zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included stress testing and all rcs calibration without duplicating the customer's report. An internal inspection confirmed all tubing, pcbas, and ribbon cables were properly routed and in good condition. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was not holding the fio2 causing lack of oxygen to the patient. Complainant indicated that the clinician manually ventilated the patient to to continue treatment. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.